Event description:
It was reported the patient's blood glucose level was greater than 300 mg/dl while wearing the pod between 22 and 23 hours. The patient was unsure if the cannula had properly inserted and suspected the pod was leaking insulin rather than properly delivering insulin. When the pod was removed from the infusion site (leg), the pod's cannula was found bent. The patient had administered an insulin injection and was going to activate a new pod after the call.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.6hardware: iphone14.7cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.